Manufacturer narrative:
The local area sales representative was contacted for additional information. No further information is available at this time and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that a latitude alert was issued for this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular lead, due to high out of range pacing impedance measurements. No adverse patient effects were reported.